Event description:
The hospital reported that during a procedure the image keeps freezing, which triggered the physician to withdraw the endoscope from the patient. The procedure was completed with a similar but different endoscope. There was no patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. An electrical safety test was performed and the scope passed all tests well within safety limits. The scope was tested according to established quality standards and the alleged image failure could not be duplicated. Therefore, olympus cannot conclusively determine the cause of the user's experience. If any additional significant information becomes available, a supplemental report will follow.